Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure of a shunt anastomosis, this balloon became stuck on the guidewire, causing the physician to remove the guidewire and the balloon from the pt, subsequently, losing target lesion access. The pt is a male (age unk). There was no info regarding the vessel characteristics. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion with a guidewire. As the balloon catheter was advanced to the lesion over the guidewire, there was the resistance between the product and the guidewire, and the product became stuck on the guidewire. The unit was flushed again, however, there was still resistance. Therefore, both the guidewire and the balloon catheter were withdrawn out of the pt. There is no info as to how the procedure was completed. There was no reported injury to the pt.